Event description:
It was reported that the customer received a button error alarm on her insulin pump, after accidentally going into water with the insulin pump on. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 571 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube, broken reservoir tube lip, a broken belt clip slot, cracked battery tube threads and a missing end cap sticker.